Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that over the last 4-5 weeks, patients are getting reactions so bad to the product, it looks like burns in a perfect outline of the abdominal pad shape. They are having to treat patients with antibiotics for it. Per additional information received, it was a burn like reaction in the shape of the abdominal pads. The patients were prescribed prednisone. The only relief they got was when the abdominal pads were removed. Photos cannot provide photos due to patient privacy.

Manufacturer narrative:
Corrected the lot number and UDI number in section d4. A non-conformance review was conducted for lot 24k047962 and there were no ncs related to the reported event issued during the manufacturing of this lot. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no samples returned for evaluation; therefore the affected device(s) could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.